Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not properly seat in the tibial plate. Another surface from the same lot was used to complete the surgery.